Manufacturer narrative:
One cadd solis vip pump was received in good physical condition with a scratched screen. The device was started and had a very low audible sound/alarm. The front piezo will be replaced to resolve the issue.

Event description:
Information was received regarding a cadd solis vip pump. It was reported that the device had a low speaker volume. It is unknown if there was a patient, or clinician injury associated with this occurrence.